Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported damage (kinked shaft and detachment of a device component). There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat an eccentric lesion in the mid right coronary artery with mild tortuosity. On removal of a 3.50 x 38 mm xience prox stent delivery system (sds) from the dispenser coil, the proximal shaft was noted to be kinked. On gently pulling the sds fully out of the dispenser coil, the shaft separated. The sds was not used and there was no patient involvement. A new 3.5 x 38 mm xience prox sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.